Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed and attributed to a system interconnection flex cable that was not properly seated. The cable was replaced to remedy the reported problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.